Manufacturer narrative:
Device is combination product. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR# 2134265-2017-12917. (B)(4) clinical study. It was reported that myocardial infarction and in-stent restenosis (isr) occurred. In (B)(6) 2016, the patient presented for the index procedure. The 90% stenosed target lesion #1 was a long lesion extending from 1st diagonal to proximal (lad) and was 24 mm long with reference vessel diameter of 2.5 mm. Target lesion #1 was treated with direct placement of a 2.50 x 28 mm study stent. Following post-dilatation, residual stenosis was 0%. The 80% stenosed target lesion #2 was located in the proximal lad and was 8 mm long with reference vessel diameter of 3.0 mm. Target lesion #2 was treated with direct placement of a 3.00 x 12 mm study stent with 0% residual stenosis. The patient was discharged on dual antiplatelet therapy. In (B)(6) 2017, the patient presented with acute onset of thoracic pain since morning. The patient initially had thoracic pain two days previously. The patient's troponin values were elevated (peak troponin I = 1.2 ng/ml), and the patient was diagnosed with st elevation myocardial infarction (stemi). The patient was immediately referred for cardiac catheterization which revealed 100% isr of the 1st diagonal. The 99% stenosis of the venous bypass to ramus intermedius (rim) was treated with deployment of 2.50 x 16 mm promus element plus stent with 0% residual stenosis. The patient was transferred to the intensive care unit and was then transferred to peripheral ward after 48 hours. Four days later, the echocardiography revealed maintained global systolic left ventricle function with akinesia basal inferior (s/p pwi) and hypokinesia in the cardiac apex. The long-term echocardiography (ECG) ruled out high-grade heart rhythm disorders. One day later, follow-up rehabilitation therapy was initiated. The next day, the stress ergometry up to 75 watt was unremarkable and the patient was discharged for further outpatient care in stable general condition and with well-healing wound conditions.